Event description:
It was reported that the adapter of the catheter mount broke during pt use. "Less than 5 minutes" into induction, a leak "noise" was noted shortly after the pt was induced and while the pt was being manually ventilated. The catheter mount was replaced and the procedure continued without leakage. Visual inspection by the site of the replaced catheter mount reported broken plastic at the connection between the elbow and the proximal end of the catheter mount adapter. The broken plastic remained external to the pt airway. No pt injury reported.

Manufacturer narrative:
(B)(4), pt info is considered confidential and will not be released by the hospital. At this time, the lot number is unk. Therefore, the device manufacture date cannot be determined. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.